Event description:
Following a cardiac catheterization procedure in 2004, a vasoseal elite was deployed. The deployment went well but the pt appeared to have some tissue ooze. A safeguard device was applied to the site which controlled the ooze. The pt was then sent to the floor. The next morning when the physician assessed the pt he discovered that the safeguard had not been deflated or removed. The nurse stated that she did not know how to deflate it and just left it on the pt. The site appeared to be stable and the pt was discharged. The pt returned to the physician's office on the 3rd day complaining of leg pain. An ultrasound was performed and revealed a 50 percent occlusion in the leg and arterial puncture site. The pt was sent for vascular surgery. The surgeons stated that the vasoseal collagen plug was partially in the vessel and causing the occlusion. The vasoseal collagen plug was surgically removed and the pt was stable following surgery. No further complications were reported.